Manufacturer narrative:
(B)(4). The evaluation of the device has not been completed.

Event description:
It was reported that, while in use on a patient the alternate current (ac) power supply alarm on a 980 ventilator was generated. The ventilator was plugged into an alternate power source however, the issue remained. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.